Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and serial number label missing. After battery installation device gave an unexpected white partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated the insulin pump screen was broken and had lines with different colors. Customer stated event occurred while getting out the car. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.